Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No pump error 43 or pump error 41 alarms noted during test. Verified in the pump history download the pump alarmed pump error 43 on (B)(6) 2025 20:08:07.000 and pump alarmed pump error 41 on (B)(6) 2025 20:08:07.000 due to corroded motor home switch. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: corroded motor home switch, scratched case, pillowing keypad overlay, cracked case at the battery tube, corroded battery tube. The p-cap/reservoir does lock properly. No pump error 43 or pump error 41 alarms noted during test. However, the pump history download confirmed the pump alarmed pump error 43 and pump error 41 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period) and pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and it was noticed that the pump error recurred during rewind. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned. The customer will discontinue using the insulin pump and will be returned for analysis.